Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the customer filled cartridges with approximately 300 units of insulin. Customer reported that after 10.2 units of insulin were delivered, the fill estimate was still inaccurate. As the issue occurred in the past, troubleshooting was unable to be performed. Customer's blood glucose level range from 220-300 mg/dl. The customer would continue to use the pump for insulin therapy.